Event description:
A screw, implanted in a one-level sacral atb plate, was noted as backing out at s1. Pt is doing well and surgeon believes pt may be fused. There is no plan to remove the screw at this time.

Manufacturer narrative:
H3, h6: no evaluation could be made, no conclusion could be drawn as no device was received.